Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 6th december, 2021 getinge became aware of an issue with one of surgical lights - powerled 500. The fixing screw from spring arm was cutted off. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 500. The fixing screw from spring arm was cut off. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Defective part was replaced and the device returned to use. It was established that when the event occurred, the surgical light did not meet its specification due to the reported defect, which contributed to the reportable situation. The device was not being used for the patient treatment upon the event occurrence. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of affected devices by the investigated issue to the install base, complaint ratio is low. As stated by subject matter expert at manufacturer¿s, the fact that one cover screw was found sheared could not lead to the cover fall because it was still held by the remaining screw and also by all the clips. Indeed, the spring arm cover sides are attached to each other by 8 clips. This kind of breakage can not occur during use because no stress is applied at this location. The most likely root cause is an excessive tightening during maintenance or installation. We believe that if the manufacturer recommendation would have been followed the reported situation would have been avoided. Given the findings of this investigation getinge shall continue to monitor for any further events of this nature and does not propose any other action at this time.

Event description:
Manufacturer's reference number ot ((B)(4).

Manufacturer narrative:
The purpose of this submission is solely to provide correct awareness date. The correction of b5 describe event or problem field deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 6th december, 2021 getinge became aware of an issue with one of surgical lights - powerled 500. The fixing screw from spring arm was cutted off. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 31st january 2022 getinge became aware of an issue with one of surgical lights - powerled 500. The fixing screw from spring arm was cutted off. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 31st january 2022 getinge became aware of an issue with one of surgical lights - powerled 500. The fixing screw from spring arm was cutted off. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.